Manufacturer narrative:
Based on the provided information and tests performed on site, there is no indication of a malfunction of the MRI system or coil used that contributed to the injury. The injury is consistent with injuries caused by contact. An rf loop was formed between the patient¿s hands and hips, as well as between the inner thighs. The high examination room temperature and the low ventilation setting are also considered a contributing factor.

Event description:
Philips received a customer report indicating that a heating incident occurred during an mr examination on an ingenia 1.5t cx system. The patient sustained blisters of 3 to 4 centimeter on the inside and outside of the thighs.